Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutting wire was detached from the catheter of the tome when the physician was performing sphincterotomy. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second hydratome rx 44. There were no patient complications reported as a result of this event.